Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis". ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
It was reported that a patient implanted with an impella 5.5 experienced atrial tachycardia. The patient was defibrillated and treated with lidocaine, magnesium, and amiodarone. The patient also exhibited dark urine and hemolysis was suspected, so the purge flow was doubled. The patient survived.

Manufacturer narrative:
The investigation of vf/vt/af/at and hemolysis has been completed. The impella device was not returned for evaluation. Hemolysis: the available data logs are for the period from (B)(6) 2025 to (B)(6) 2025. A clear relation between the reported hemolysis and it's occurrence due to the usage of the impella 5.5 s2 pump could not be established as there is not enough data. To determine the root cause of the hemolysis, the clinical information mentioned above would need to be assessed in conjunction with evidence from the data logs. The root cause of the hemolysis was not determined due to insufficient clinical details and logs. Vt/ vf/ af/ at: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. B1 product problem was erroneously selected on the initial manufacturer device report number 1220648-2025-30639.